Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, the tip lock would slide easily by its own vibration. It became unlocked and the customer had to use the product by holding the tip by hand. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI #: (B)(4). Visual examination of the returned product/provided pictures identified the device functioned as intended, however the tip lock slid easily. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. Actions were previously initiated to address this issue. The event is confirmed.

Event description:
No additional event information.